Manufacturer narrative:
Occupation: reporter is a synthes employee. Part: 03.110.007; synthes lot: 6762028; supplier lot: na; release to warehouse date: september 13, 2011; manufactured by synthes (B)(4). No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the stardrive screwdriver t8 was received showing that the end cap had fallen apart from the screwdriver. Additionally, the stardrive tip was observed to be worn and rounded. No other issues were identified with the returned components of the device. Dimensional inspection: dimensional inspection was not performed due to post manufacturing damage. Document/specification review: the following drawings, reflecting the current and manufactured revision, were reviewed. T8 one piece screwdriver. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the stardrive screwdriver t8 as the end cap had fallen apart from the screwdriver. Is it likely that the end cap had fallen off during transportation to us customer quality (cq) after it became loose after sterilization. Additionally, the stardrive tip was observed to be worn and rounded. While no definitive root cause could be determined, it is possible that these conditions were due to consistent use and reprocessing over the part¿s lifetime (7+ years). During this investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after sterilization on (B)(6) 2019, the cap on the back of the stardrive screwdriver became loose. It was not in surgery. There was no patient involvement. Upon manufacturer receipt and investigation, it was determined that the device was also worn and stripped. This report is for a stardrive screwdriver t8. This is report 1 of 1 for (B)(4).